Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer had been experiencing no delivery alarms on the insulin pump for the last 2 months. Customer's blood glucose level was 278 mg/dl. Customer rewound the pump, set the reservoir, and got a no delivery alarm a couple minutes later. Customer rewound the pump again and stated that it worked. Customer stated that he has not received a no delivery alarm since yesterday. Customer stated that he had no delivery alarms since he got the pump 4 years ago and 2 months ago, it has become more frequent. Customer stated that he changes his site every 4 days. Customer would like to return the set and reservoir for analysis. No additional information provided.